Event description:
Customer reported that "distorted pleth waveform for the spo2. Sometimes the spo2 will pick up and sometimes it will not or just drop out altogether. They have also been having issues with the heart rhythm on the monitors". No patient incident reported.

Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event was not saved, and therefore, could not be returned to masimo for evaluation. An image was made available to masimo to help describe the reported event. During an on-site evaluation, the masimo clinical specialist was unable to replicate the reported event. Additional information regarding the environmental conditions, sensor lot information and cable lot information has not been made available to masimo for an analysis to be performed. If and when additional information and/or product is made available for evaluation, a follow up report will be submitted. No patient incident was reported.